Event description:
It was reported to ge that the back two corners on the amx 4 collimator assembly are sharp. Reportedly, an engineer rec'd a minor cut after hitting his head on one of the back corners. The injury did not require medical treatment. There is potential for this issue to lead to an injury requiring stitches. Service put padding on the corners.